Event description:
It was reported to boston scientific corporation that an overstitch ess sx suturing system was used during a tore - revision after by-pass procedure performed on an unknown date. During the procedure, part of the anchor got stuck on the curved needle body and was left in the needle-holder. In addition, the thread pulled from the anchor on another suture. Both sutures were obtained from the same suture pack. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.

Manufacturer narrative:
Block b3: actual date of event is unknown. Estimated based on date the event was reported. Block h6: imdrf code a1702 captures the reportable event of device - device incompatibility.